Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 60-year-old patient was implanted on an unknown date with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024 the biozorb implant was removed due to pain at the insertion site and the palpation of a hard lump, after extensive discussions with the patient. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 60-year-old patient was implanted on an unknown date with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6), 2024, the biozorb implant was removed due to pain at the insertion site and the palpation of a hard lump, after extensive discussions with the patient. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.